Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2021-15595 should not have been reported as a medical device report (MDR) due to additional information indicating the issue pertained to s3 leads.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15596. It was reported both of the patient's s2 leads had migrated causing ineffective therapy, unwanted stimulation and high impedances. X-ray confirmed the migration. Surgical intervention may take place at a later date to address the issue.